Event description:
A pt third tested on 4/7/97 in the forearm. She immediately developed nausea, and almost immediately lethargy. The skin test site was asymptomatic. The lethargy worsened from 4/7/97 to 4/10/97. No medical or surgical intervention was prescribed; the injecting physician planned to refer the pt to her internist if the lethargy persisted. The physician believed the symptoms were probably related to the collagen skin test.